Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the distal section on the body of the balloon. The found failure pinhole confirms the reported event of inflation failure. It is possible that interaction with scope and other surfaces during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal balloon dilatation procedure performed in the esophagus on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it could not be inflated and seemed to be damaged. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.